Event description:
A reporter called to report a patient's covid-19 test result that came positive with luminex and was sent to department of health and it came back negative. The result was questioned and patient re-flagged then the lab run the test again with luminx and the result was invalid. The test result with panther came back negative. The liquid amies media is taken out of rotation for this particular patient. The patient tested altogether 3 times but swabbed twice on the same day. With luminex test kit twice and with panther test kit once. Patient was asymptomatic.